Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a colon procedure, the device staples will not release. They used another like device to complete the case.